Manufacturer narrative:
Product was not returned and unable to review DHR due to lack of information provided the lot number information required for a device history record (DHR) review was not provided. The user was instructed to immediately discontinue use of the product.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803 the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a steri-mate they allege that they have no water flow or vibration and the insert tips are heating up, no injury resulted.